Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer resumed it a couple of times and stated that the set has been working fine since then. Customer would like to return the set and reservoir for analysis. Customer reported that the alarm did not occur during manual prime. The cause of the issue was not determined. Customer mentioned that she received a no delivery alarm the day before yesterday. Customer stated that her pump was making a weird humming noise. Customer stated that it was not the motor and changed her site. Customer then received a no delivery alarm a few times. Customer resumed the pump and it has been working properly since then. Customer's blood sugar is back in line. Customer declined troubleshooting for her high blood glucose levels. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.